Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. The transducer was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this event. The service engineer provided the customer with information for a replacement to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. It was confirm the lens had a hole and it was determined the cause was likely a result of customer misuse. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.